Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl and bupivacaine via an implantable pump for non-malignant pain. It was reported that the hcp saw the patient yesterday for pump refill. Their pump had reached low reservoir and after it was refilled and updated, the patient contacted the hcp to say that pump was alarming again later in the day. There was also an alert for a motor stall and recovery. Agent reviewed information regarding concurrent alarms and advised hcp on how to silence the current alarm. The hcp inquired if pump continued to work when alarm was sounding; agent confirmed that pump does continue to deliver medication even with active alarm.